Event description:
The article, "native valve and native neo-sinus remodeling following transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study to define and characterize the native neo-sinus generated following transcatheter aortic valve replacement (tavr) using histological and immunohistochemical methods and further understanding of ongoing native aortic valve disease and remodeling. Devices included in the study were portico, cribrier-edwards, sapien, sapien xt, sapien 3, and edwards 9500tfx. The article concluded that following tavr, there is ongoing calcific aortic stenosis-like disease with architectural changes to native leaflets and extensive remodeling of the native neo-sinus, evidenced by replacement and contiguous filling-in of the native neo-sinus blood pool space with increasing implant duration. The dynamic nature of these tissues has potential implications for neo-sinus flow, valve degeneration, and re-intervention. [The primary and corresponding author was stephanie sellers, st. Paul¿s hospital, centre for heart lung innovation, room 166, 1081 burrard st, vancouver, british columbia, v6z 1y6, canada, with corresponding email ssellers@providencehealth.bc.ca]. The time frame of the study was from 2006 to 2021. A total of 20 patients were included in the study, of which 2 (10%) received an abbott device. The average age was 80.8 years and the majority gender was female. Comorbidities included bicuspid aortic valve, hypertension, dyslipidemia, diabetes.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: native valve and native neo-sinus remodeling following transcatheter aortic valve replacement.

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: "native valve and native neo-sinus remodeling following transcatheter aortic valve replacement". Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including bicuspid aortic valve, hypertension, dyslipidemia, and diabetes. Some of the complications reported were patient device interaction problem (thrombus), device stenosis, and off-label use. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on all available information, the reported off-label use is related to the valve being implanted in patients with a bicuspid aortic valve. A letter will not be sent to address the off-label use. Causes for the reported patient device interaction problem (thrombus), device stenosis, thrombus, and aortic stenosis could not be conclusively determined. The reported surgeries and hospitalizations were the results of case-specific circumstances, as patients were treated as necessary. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.